Event description:
It was reported that there was oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician suspects either an electrode fracture or a connection issue. The noise had been on-going for several years and the inappropriate therapy was from approximately five years earlier. There were also recent stored events. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the noise and signal appear to be involving an electrode issue and suggested obtaining x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the physician opted to perform a total system replacement. Both the s-ICD and electrode were explanted due to the noise oversensing. A new device and electrode were successfully implanted. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis was unable to confirm the field observations of oversensing, noise or connection issue. Noise was seen upon review of electrogram (egm), however no noise was seen during testing of device.

Event description:
It was reported that there was oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician suspects either an electrode fracture or a connection issue. The noise had been on-going for several years and the inappropriate therapy was from approximately five years earlier. There were also recent stored events. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the noise and signal appear to be involving an electrode issue and suggested obtaining x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the physician opted to perform a total system replacement. Both the s-ICD and electrode were explanted due to the noise oversensing. A new device and electrode were successfully implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis was unable to confirm the field observations of oversensing, noise or connection issue. Noise was seen upon review of electrogram (egm), however no noise was seen during testing of device. This report is being filed to correct the device manufacture date (h4) that was inadvertently incorrect on the last report.

Event description:
It was reported that there was oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician suspects either an electrode fracture or a connection issue. The noise had been on-going for several years and the inappropriate therapy was from approximately five years earlier. There were also recent stored events. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the noise and signal appear to be involving an electrode issue and suggested obtaining x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the physician opted to perform a total system replacement. Both the s-ICD and electrode were explanted due to the noise oversensing. A new device and electrode were successfully implanted. The products are expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.